Manufacturer narrative:
The insulin pump was received with a21 alarm after battery change due to faulty component on the interface board. The insulin pump was received with corroded battery tube however; the insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump had normal operating currents. The insulin pump had cracked case at the display window corner, battery tube threads, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump shut down without any alarms or warning. Customer's blood glucose was unknown. Customer reported to have received an unexpected restart alarm. Customer reported that battery compartment was corroded. During troubleshooting, customer did not want to remove battery cap due to needing to reset everything. Customer was advised that insulin pump would need to be replaced.